Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation. It was also noted that the ipg lost some charging efficiencies. The patient underwent an ipg explant procedure. The explanted ipg was not returned.